Event description:
It was reported that a patient experienced low blood glucose while using the ilet and requested review of engineering delivery logs for a specific period to confirm proper insulin delivery, the patient subsequently discontinued use of the device. Symptoms included hypoglycemia. Outcomes included no reported hospitalization, medical intervention, or long-term impairment. Investigation included request for engineering log review and attempts to obtain synced device data; troubleshooting and education were provided with a plan for further review pending additional information from the patient. Investigation of this case revealed no confirmed device malfunction due to unavailable device data and the need for engineering log analysis to verify insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear pending additional information from the patient.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.